Event description:
During an in clinic follow-up, decreased r-wave sensing and decreased pacing impedance were observed on the right ventricular (rv) lead. Additionally, oversensing of the p-wave. Lead dislodgement is suspected. No intervention has been performed and the patient was stable and will continue to be monitored.